Event description:
During regular in-office follow-up, lead impedance was measured over 3000 ohms on (B)(6) 2019. Atp was recorded due to noise contamination in rv, pacing failure was also observed. No adverse patient event was observed. The lead was explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
Upon receipt, the fragmented lead under complaint was subjected to an extensive analysis. The analysis showed multiple signs of wear along the lead fragments. In particular 6.5cm proximal to the lead tip the insulation was worn through. In this region the conductor cable to the ring electrode was fractured. This damage can be considered the root cause of the clinical observations reported in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues during the implantation time of more than 10 years should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.